Event description:
Trueplus 0.5 cc insulin syringes contain moisture in the unopened syringe. The company agreed to replace them. Trueplus insulin syringes 56151-1732-01 0.5 cc 31 gauge syringes exp 02/18/2019. Lot: np16030. (B)(6) 2016 - (B)(6) 2017, unopened syringes contain visible moisture/liquid.